Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device uses the battery real fast and looses settings during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was received. No damage was found during the visual inspection. During the functional testing, the device alarms "battery depleted' with a new battery and the screen goes blank. No system fault was found but the device will lose settings due to the battery depleting. The root cause was found to be a faulty pwa board. The pwa board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified the device was in for service for the same issue however there was no indication or evidence in the service history to indicate that the complaint was verified or duplicated.